Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture with asystole greater than two consecutive seconds. An invasive procedure was performed. This lead was surgically abandoned and the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.